Event description:
It was reported that the patient presented for a leadless pacemaker post-operation device check. Capture threshold testing was then performed. During the capture threshold test, it was found that the patient exhibited discomfort as the threshold decreased, but there was no indication of loss of capture on the electrocardiogram (ECG). It was determined that this was indicative of an ECG anomaly on the link module. The threshold test was ended and the issue was resolved. No further intervention was performed. The patient was discharged.